Manufacturer narrative:
Review of available information indicated that the reported differences occurred during the early post insertion period. Review of sensor data in the data management system showed that most calibrations were within an acceptable range and that no critical or concerning alerts were present. Escalation review concluded that the observed differences were consistent with expected system behavior during the early wear period, including physiological lag between bg and interstitial glucose. No evidence of a system malfunction was identified. The user was educated on expected early use behavior, which is described in the user guide and supported by clinical performance data as an expected phase of sensor stabilization. The user was advised to focus on glucose trends rather than individual readings. The user acknowledged the explanation and confirmed that the concern was resolved through education. Per data management system review, the system remains in active use with up to date information. This MDR is submitted retrospectively following an internal review.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.